Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when plugged into the ventricular assist device (vad) controller, the battery did not provide and the controller beeped. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit battery visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. The battery could not be recognized on a test controller, leading to a power disconnect alarm, which likely explains the reported "bleep." The battery passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. As a result, the reported "did not provide power," and "controller bleeped" events were confirmed. The most likely root cause of the reported event can be attributed to a memory corruption of the battery, triggering safety flags that rendered the unit inoperable. An internal investigation evaluated malfunctions associated with the battery main integrated circuit. If information is provided in the future, a supplemental report will be issued.